Event description:
It was reported that during the implant procedure this right ventricular lead was attempted to be implanted due to exhibiting high out of range impedance issues and high pacing thresholds. The lead was repositioned and during the lead repositioning the lead experienced helix issues. It was decided to use another lead instead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed cuts in the outer insulation. This type of damage is consistent with repeated stress over time. Dried blood/body fluid was noted in the helix housing. The reported impedance issues and high pacing thresholds are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during the implant procedure this right ventricular lead was attempted to be implanted due to exhibiting high out of range impedance issues and high pacing thresholds. The lead was repositioned and during the lead repositioning the lead experienced helix issues. It was decided to use another lead instead. No further adverse patient effects were reported.